Manufacturer narrative:
Batch review performed on 04 december 2019. Lot 163227: 28 items manufactured and released on 25-jul-2016. Expiration date: 2021-07-12. No anomalies found related to the problem. To date, 19 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager: hip revision surgery performed 2,5 years after cementless total hip arthroplasty due to pain. On the basis of explant picture, the cup was well integrated: bone formation is visible on the surface. The origin of pain may be a suboptimal cup position that probably caused impingement with soft tissues. There is no reason to suspect a faulty device. Preliminary investigation performed by r&d project manager: the image shows the cup just explanted from the patient. It is covered by blood, and it is possible to note that the coating part is partially detached from the shell, probably due to an high fixation with the bone. As indicated by the surgeon, the cup was perfectly integrated, and it is not possible to determine the root cause of the event.

Event description:
The impact cup was removed because of the patient-reported pain 2.5 years after primary surgery. During the revision surgery, it was confirmed that the cup was perfectly integrated, and the infection samples were negative.